Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised due to metallosis.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: legal notification.

Event description:
It was reported that the patient had a right revision surgery approximately 3 years post implantation. Operative notes indicate evidence of a thick, creamy fluid, avascular appearing tissue, corrosion at the base and inside of the femoral head, staining on the femoral neck, osteolysis around the anterior and posterior parts of the femoral component, and indications of metal debris causing metallosis. The liner and femoral head were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint was confirmed based on review of product returned, and operative notes received. Root cause remains undetermined.

Event description:
It was reported that the patient had a right revision surgery approximately 3 years post implantation. Operative notes indicate evidence of a thick, creamy fluid, avascular appearing tissue, corrosion at the base and inside of the femoral head, staining on the femoral neck, and osteolysis around the anterior and posterior parts of the femoral component. The liner and femoral head were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: shell porous with cluster holes p/n 00620005622 l/n 61976137; liner standard p/n 00630505636 l/n 62257406; bone screw self-tapping p/n 00625006535 l/n 62266786. Complaint sample was evaluated and the event could not be confirmed. The femoral head exhibits damage that most likely occurred during removal. Dark debris is seen in the conical taper; when analyzed, it was identified as c, o, and traces ca, p, and mg as foreign elements in the decreasing order of their weight percentage. The poly liner shows damage to the rim, material cut from the device and a deep gouge in the articulating surface; however, this damage most likely occurred during removal. Dimensional analysis could not be performed due to severity of the damage. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.